Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal and mid-section of stent was severely damaged with stent bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed an outer shaft polymer extrusion break 6 mm distal to the bi-component bond and an inner shaft polymer extrusion break 8 mm distal from the bi-component bond. Inner shaft polymer extrusion bunching was noted 2 mm distal to the bi-component bond. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.